Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Brand name not provided catalog and lot number not provided manufacturing date is unknown.

Event description:
It was reported that the abutment screw fractured resulting in the implant becoming stripped, removed and replaced with a new one. Tooth #14.

Manufacturer narrative:
A unknown biomet screw- 4x11.5mm tapered was returned for investigation. Visual inspection of the as returned products identified worn markings due to usage. Screw fracture found inside implant as well as damage drive feature. No pre-existing conditions noted on the per . The reported device was located on tooth #14 and was used for approximately 5 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage DHR review: DHR review could not be performed, as the lot number associated with the reported unknown biomet screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information unknown biomet screw. Review completed utilizing keywords: fracture : screw. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report. D9: device availability and product return date. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.